Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1.5 months after two dental implants were installed in intraoral regions #5 and #4 it was verified their non-osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.